Event description:
It was reported that a malfunction alarm (alarm 3) occurred when the customer was swimming with the pump. Customer reverted to using manual injections for insulin therapy. There was no reported impact to customer's blood glucose related to the malfunction alarm.